Event description:
During a follow-up, the left ventricular (lv) lead was observed to be sensing the left atrium which was confirmed by EKG due to dislodgement. The device was reprogrammed. No additional intervention was performed at this time. The patient was in stable condition.